Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the reported stent dislodgement. Evaluation summary: quality assurance analysis revealed that the catheter was returned without any blood or contrast visible. The stent was not returned. There were crimp marks on the balloon where the stent had been between the markers. The balloon was tightly folded. There was no damage noted to the catheter. Product performance engineering reviewed the incident info and analysis of the returned device. It was reported that there was no stent on the balloon. Analysis of the rx vision confirmed that the stent was not on the balloon; however, crimp marks were visible on the balloon and between the markers, which suggests that the stent was positioned correctly and securely at the time of manufacture. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, none of the info gathered suggests any of these causes is the most likely cause. The protective sheath was not returned for analysis, which may have aided in the investigation. A definitive root cause for the stent dislodgement in this case cannot be determined. The lot history record was reviewed and no non-conforming material reports were issued for this part/lot number combination. There are no indications of product quality problem. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent was missing from the balloon. No add'l event or pt info is available. This is being reported based on the returned product analysis which revealed that crimp marks on the balloon, indicating that a stent was originally crimped on the balloon and may have dislodged prior to use.